Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced more than usual seizures in (B)(6) 2013. It was noted that there was no change in seizure semiology.further follow-up with the physician revealed that the relationship of the increase in seizures to vns cannot be determined and that the patient has intractable epilepsy. The physician noted that the relationship of the increase in seizures to pre-vns baseline frequency cannot be determined. No additional relevant information was provided.